Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a device change out. The electrical function the lead was tested with no anomalies. The lead remains implanted and the asymptomatic patient will continue to be monitored.